Event description:
A customer reported experiencing a cartridge alarm 30 during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer did not have a backup insulin delivery method available and planned to contact their healthcare provider. The customer was instructed on how to place the pump into storage mode prior to returning it and was advised on the necessary steps upon receiving the replacement pump. A replacement pump was sent, and the customer was informed to return the faulty pump using the provided prepaid label within 10 days.